Event description:
Monitor tech tried to associate a patient to the philips central monitoring system, p.c. Rebooted itself restarted & tried this again and the system rebooted again. Each time the system would come back to a patient monitoring screen but patient was not getting admitted into the system. Philips contacted regarding issue they were aware of this issue and that it had started happening on beginning of the month. Their technicians were working for a solution. This prevented the hospital from admitting patients to telemetry as they could not be centrally monitored. Held inpatients in the ed until philips could identify a work around. Full function restored after five days.